Manufacturer narrative:
The patient is (B)(6). An event regarding femoral stem loosening involving simplex p bone cement was reported. The event was confirmed. Medical records evaluation indicated: no determination can be made for the apparent failure of cement fixation of the stem in this young patient with suspected metastatic tumor disease. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review indicated the subject device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, serial x-rays and post-operative revision x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Clinician review: a review of the provided operative notes and one x-ray by a clinical consultant indicated: an x-ray of an undated ap of a cemented stem endoprosthesis, the side of which is not marked, is provided. There is a transverse fracture of the cement noted at the junction of the middle and distal third of the collared stem and the hip is reduced. No clinical follow-up between october 26, 2010 and january 29, 2013 is available. There is no examination of the explanted components and no serial x-rays or post-operative revision x-rays available. No determination can be made for the apparent failure of cement fixation of the stem in this young patient with suspected metastatic tumor disease. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
Removal of loose femoral reliance stem and unitrax head and converting to a total hip.

Event description:
Removal of loose femoral reliance stem and unitrax head and converting to a total hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.